Manufacturer narrative:
No unexpected motor position encoder error alarms were noted during testing or in the alarm history screen. The pump passed the displacement, off no power, rewind and basic occlusion tests. The stop current measurement and run current measurement were within specification. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test due to the motor error alarms. Unable to prime during the prime test due to moisture damage on the force sensor. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer reported that they receive motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.